Manufacturer narrative:
The insulin pump was received with blank display however, after disconnecting the electronic assembly stack and reconnecting the electronic assembly stack the insulin pump powered up properly. The problem was isolated to electronic assembly. The insulin pump had cracked case at the display window corners, cracked display window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, minor scratched lcd window and with stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the display on the insulin pump was blank when waking up. The insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. The customer changed the battery but the display did not return. Customer was instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; the display did not return. Blood glucose value was 6.1 mmol/l. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.